Manufacturer narrative:
The customer report of check IV set alarms was confirmed and replicated during testing. Neither the pcu nor the pcu event logs were received. The pump module error log recorded 15 instances of error code 240.4150.0 (sensor_broken_high_failure). The 1st error occurred on (B)(6) 2016 at 1:24 pm and the last error occurred on (B)(6) 2016 at 10:42 pm. No channel errors occurred on the day of the reported event. The pump module event logs recorded the last programmed infusion on (B)(6) 2016 at 10:40 pm with a programmed rate of 25ml/hour. The pump module infused for approximately two minutes when a 240.4150 (sensor_broken_high_failure) channel error occurred. Review of the pump module event logs also recorded 6 instances of check IV set alarms on the day of the reported event. The 1st error occurred at 2:23 pm and the last error occurred at 2:27 pm. Testing of the pump module confirmed that the upper (bottle side) pressure sensor was faulty. The proximate cause of the check IV set alarm was a malfunctioning upper pressure sensor, however the root cause of the sensor failure is not known.

Event description:
The customer reported a check IV set error during programming for an alteplase infusion. The nurse was unable to enter the weight to continue programming unless the door to the pump was open. There was no patient event. A copy of the medwatch reported was received from the FDA which stated: "while attempting to program main pump with guardrail drug that is weight based, pump alerts with "check IV set" error. When the chamber errors to check IV set, it will not correctly calculate dosing/rate of medication. When the chamber is open (not closed for IV tubing), it will appropriately calculate rate/dosing. What was the original intended procedure? Attempting to calculate high risk drug dose and rate."

Manufacturer narrative:
Omit date of event, concomitant medical products (td (B)(6) 2016) on initial report. Event date is unknown.